Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of an ak 98 machine was observed to be detached during an unknown process step. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified vantive technician. The machine was observed to have a broken base, specifically cracks in the wheel support. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a broken wheel which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.